Manufacturer narrative:
H6: investigation summary one photo was received and evaluated. The photo showed one loose 1ml luer-lock syringe (p/n 309648) that appeared to have no graduated scale present. The observed condition was non-conforming per product specification. Technician logs were reviewed as part of this investigation with several instances of "marker jams" including an ink spill that would require the technician to fully clean the marker. A process technician was interviewed, and it was stated that a clogged ink manifold can be one of the top contributors towards an ink spill. Potential root cause for the missing print defect is associated with the marking process. It is possible that a clogged ink manifold caused the print to not be properly applied to the printing pad, in turn not printing on the barrel. This series of events would contribute to the condition observed. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. Batch #1127509 is considered in compliance with our product specification requirements. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported that bd syringe 1ml ll ns was missing scale markings. The following information was provided by the initial reporter: "1ml syringe has no units of measure printed on syringe. "

Event description:
It was reported that bd syringe 1ml ll ns was missing scale markings. The following information was provided by the initial reporter: "1ml syringe has no units of measure printed on syringe. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll ns was missing scale markings. The following information was provided by the initial reporter: "1ml syringe has no units of measure printed on syringe. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.